Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose level was 136 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.